Event description:
It was reported that the vns patient passed away. The cause of death and its relationship to vns are unknown. The patient¿s device is expected to be buried with the patient, so no analysis can be performed. No further information relevant to the event has been provided to date.